Event description:
On jan 16, 2009, the lay user/pt contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical affairs specialist was unable to contact the pt to obtain/clarify info. The pt said the issue began about three months prior to contacting lifescan. The pt said that she experienced symptoms of edginess, slurred speech, and vertigo, symptoms that she says are indicative of hypoglycemia for her. Due to the symptoms, the pt reportedly had more food and/or drink as treatment. It is unk how long it took for the pt to feel better. The pt sought advice from a heath care professional who told her to call lifescan. It would be helpful to know how the pt treats her diabetes and for what purpose she uses the meter readings. It was determined during the troubleshooting telephone call the pt's testing technique was correct. The puncture area was cleaned correctly. A result of 253 mg/dl was verified in the meter memory. This complaint is being reported because the pt alleged she experienced symptoms of hypoglycemia that necessitated self-treatment due to the product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.